Event description:
In 2007, a pt/layperson alleged that the threads on his onetouch ultra soft lancing device were stripped or missing. For that reason, the pt was unable to test his blood glucose. The lancing device was replaced. On event day, the pt was hospitalized. This senior medical affairs specialist spoke with the pt one day earlier. Results are in mg/dl, correct unit of measure. Reportedly, the pt's lancing device broke several days before event date. Recently a pharmacist advised him to contact lifescan since the pharmacy had no lancing devices for sale. Approx two days pior to event date, the pt lanced his finger using only the lancet and obtained a result of "44 or 55". He is unsure if he "felt horrible" due to his blood glucose or due to simply seeing the low result. He did not doubt the result. Also, the lancet alone was painful. He no longer attempted to lance his finger or test; typically he tested 4-5 times a day. On event day while at work, the pt ate a piece of candy when he began to feel "woozy". No testing was performed. Shortly thereafter, he passed out. Thinking he suffered a tia, the company hcp called paramedics who transported him to ER. His blood glucose in the ER was "very elevated because I had eaten candy." He does not recall the result. Because of slurred speech, the ER thought he had a tia and immediately performed an eeg, and EKG cardiovascular cat scan. The pt was admitted for three days and treated with insulin because "they had difficulty getting it [blood glucose] down." He recalled results of 243, 246, and 170. The hosp endocrinologist also discontinued advandia that another endocrinologist placed him on early the same month. The pt was discharged on his usual dosages of glucophage and glucotrol. A tia was not diagnosed. Because the pt alleged he was unable to obtain a blood sample due to a malfunctioning lancing device and did not test and further reported that he later suffered a hypoglycemic event and subsequent hospitalization.

Manufacturer narrative:
Lifescan has requested the return of the subject lancing device for eval, but has not yet received it. If the device is returned, lifescan will evaluate it and, if the device does not pass inspection, lifescan will inform FDA of the results in a supplemental report.